Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and booted. Receiver download was attempted, however failed because unit displays initialization screen and continuously resets and not can be performed in this state. The receiver case was opened for an interior inspection and passed. The receiver was opened and the ui-u1 pcba was detached to download the receiver log. Receiver download contained no issues within the relevant dates of this investigation. Receiver functional test was unable to perform due to continuous initialization. During investigation the receiver was not observed to have overheated. The reported event of receiver overheating could not be confirmed. The root cause could not be determined because the problem is undetermined.